Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the removal of a dental implant, because it was dropped down into the maxillary sinus during its installation surgery. The implant removal was performed 2 months after the initial procedure.